Event description:
Note: this report pertains to one of four devices used during the same procedure. Refer to manufacturer report #3005099803-2014-01328, 3005099803-2014-01330, 3005099803-2014-01331 and 3005099803-2014-01332 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during unpacking, the hydrophilic tip of the jagwire guidewire detached exposing the tip of the metal corewire. Three more jagwires were used but the distal tip of each of the guidewires was also detached, exposing the corewire tip in each case. The procedure was completed with a fifth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the guidewire revealed that the pebax section was detached, exposing the corewire tip. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. There was no evidence of corewire fracture and the ptfe jacket did not present any anomaly. The complaint was confirmed. Based on all gathered information the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Refer to manufacturer report #3005099803-2014-01328, 3005099803-2014-01330, 3005099803-2014-01331 and 3005099803-2014-01332 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during unpacking, the hydrophilic tip of the jagwire guidewire detached exposing the tip of the metal corewire. Three more jagwires were used but the distal tip of each of the guidewires was also detached, exposing the corewire tip in each case. The procedure was completed with a fifth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of distal tip detached exposing the corewire tip. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.